Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the needle couldn't be retracted during an endobronchial ultrasound-guided transbronchial needle aspiration. Therefore the doctor withdrew the subject device from the patient without retracting the needle into the sheath. Then, the doctor punctured on the scope. The doctor completed the procedure with another device. There was no other patient injury regarding this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The insertion portion of the subject device was kinked at 680mm from the distal end. The needle tube was fractured at 410mm from the distal end. The fractured point was bent. The shape of the fractured surface was crushed. The needle could not be retracted into the sheath. No abnormalities were found the outer diameter of the needle tube. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on checking the subject device and the past similar cases, it is known that the crushing and the fracture of the needle tube was caused by stress restored the bent needle tube for some reason. It is known that a deterioration of metal strength was caused by repetition which bent and stretched the subject device. There was a possibility that the kinking of the needle tube was caused by stress bent to the distal end of the needle tube for some reason. There was a possibility that the fracture of the needle tube was caused by the force toward the opposite direction to the bent of the needle tube while extending needle. The instruction manual of the subject device warns; *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.